Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, bladder spams and incontinence. It was reported that the patient was peeing a lot on (B)(6) 2017, and then this morning they had to get up to pee and were incontinent. Troubleshooting with the patient programmer (pp) showed that stimulation was set to 0v and was off, and the therapy screen said ¿b200.¿ therapy was turned back on and stimulation was set to 0.1v. They were then assisted with increasing stimulation to 0.7v, when the patient could feel it comfortably. The patient noted that they may have accidently bumped the programmer to turn stimulation off. No further patient complications are anticipated or expected as a result of this event.